Event description:
The pt had a lead implanted for stimulation of the pudendal nerve. The stimulation was ineffective. During explant of the lead it was noticed that the lead was broken at its base. The damaged lead was thrown away at the clinical site immediately after surgery and is not available for analysis. The pt status was reported as "no injury."